Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors of the harvesting cannula were not working. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis confirmed the scissors blades were not functional when the toggle was actuated. This is a reportable malfunction.